Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Updated fields: b2, b5, b7, h6.

Event description:
Olympus further received information that during procedure, anesthesia induction opioid light was done without problem. Twenty minutes later, patient had cardiac arrest: asystole on the scope during the insufflation was observed. Insufflation was stopped immediately, heart massage and injection of epinephrin. As reported, patient had moderate metabolic acidosis. Echocardiography was done in the operating room: inverted tako-tsubo aspect, ejection fraction was 25-30%, no hypovolemia. The patient was transferred to intensive care unit. The epinephrin was quickly stopped and the patient was extubated in the evening without neurological trouble. Dyspnea requiring oxygen. Troponin levels and ejection fraction improved with troponin 334 ng/l and ejection fraction 50% at day 1. Patient was discharged at day 2. Conclusion per customer: probably severe vagal reaction to gas insufflation or immediate tako-tsubo.

Manufacturer narrative:
The device was not returned to olympus for evaluation. DHR review confirmed that the device satisfied the specification and was shipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly."

Event description:
"The customer reported to olympus that during an ovarian cystectomy surgical procedure, the patient experienced an episode of cardiac arrest potentially linked to the overpressure of the thoracic cavity with the use of the high flow insufflator unit. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This complaint requires five reports: (B)(6): uhi-4, serial number #: (B)(4) is for patient 1 of 5. (B)(6): uhi-4, serial number #: (B)(4) is for patient 2 of 5. (B)(6): uhi-4, serial number # unknown is for patient 3 of 5. (B)(6): uhi-4, serial number # unknown is for patient 4 of 5. (B)(6): uhi-4 , serial number # unknown is for patient 5 of 5. This medwatch report is for patient indentifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to correct the h6 problem code and h7.a formal investigation was initiated to investigate the root cause.

Manufacturer narrative:
This report is being supplemented to provide correction to the initial with information inadvertently left out (h7 and h9).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the product has passed all tests and has not received any other reports of abnormalities. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received: it was reported to olympus that the customer selected to have device maintenance done by a third -party company (tierce) and not by olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received regarding the device captured in this complaint. B5 updated accordingly. Please note: although the customer selected to have the device maintenance completed by a third-party company, it was confirmed that the third-party company (tierce) does not have a contract with olympus and is not certified to perform maintenance on the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation results. Additionally, to provide an update to field (h7). Based on the additional investigation findings, it is likely that the reported event occurred due to bradycardia without overpressure. However, the reported event could be related to multiple root causes. Olympus will continue to monitor field performance for this device.